Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the hospital on (B)(6) 2013 with vomiting, elevated liver enzymes, and tea colored urine. Patient has a history of chronic ventricular tachycardia and chronic lymphocytic leukemia. Patient was on triple therapy anticoagulation. An echo was performed, which showed incomplete left ventricle unloading and elevated ldh and plasma free hgb. The patient was administered medication and a temporary ventricular assist device was placed. A pump exchange was planned.